Event description:
It was reported that the surgeon was performing an initial hip arthroplasty on (B)(6) 2015. During this procedure the stem sat 4mm proud while the broach sat flush to the neck cut. During implantation of the stem, a possible femoral fracture was discovered, so the implant was removed and prophylactic wire was placed. After the wire was placed the stem implant was then reinserted with normal impaction force. The final implant sat 6mm proud of the neck cut which was level with the broach.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.